Event description:
The user who participated in the survey for ilet experience study reported that the ilet exhibited an intermittent charging malfunction in which the device showed a green light when placed on the charger but stopped charging after a few seconds; blood glucose was not affected, and a backup charger was arranged. Investigation included review of user feedback and case documentation. Investigation of this case revealed an intermittent device charging performance issue associated with the external power/charging accessory, with no device alarms. No clinical symptoms associated with the event reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent charger or charging interface issue.